Manufacturer narrative:
The customer has had no further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found an issue with the sample/reagent probe liquid level detection (lld) voltage. The fse replaced the lld printed circuit board and the sample/reagent probes. The antistatic brush kit was installed, mixer speed was adjusted and pinch valves were replaced. Preventive maintenance tasks were also completed. Instrument performance test results were good. Approximately 700 tests were performed with patient samples, calibration and qc within a 2 day time period and all results were acceptable.

Event description:
The initial reporter complained of a discrepant low result for 1 patient tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The patient had been tested at 12:36 p.m. On a cobas 6000 e 601 module at a sister site with a result of 37 ng/l. The patient was tested at 3:43 p.m. On the customer¿s e411 analyzer with a result of 21.81 pg/ml with a data flag. The sample was sent to the sister site for verification and the result from the e601 module was 34 ng/l. The questionable result was reported outside of the laboratory. The troponin t hs stat reagent lot number was 459541 with an expiration date of jul-2021.